Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; morphology and outcomes of total endovascular treatment of type b aortic dissection with aberrant right subclavian artery zhou et al, european journal of vascular and endovascular surgery volume 54, issue 6, december 2017. Pages 722-728 https://doi.org/10.1016/j.ejvs.2017.09.014 continued form (B)(4).

Event description:
Talent stent graft systems' were implanted in patients for the endovascular treatment of type b aortic dissection in patients with a berrant right subclavian artery(arsa). The following adverse events were observed: reintervention, surgical conversion, aneurysm rupture, re- hospitalisation, stroke, fatigue of the right upper arm, multiorgan failure, myocardial infarction.